Event description:
The complaint reported that a pt with a history of gerd and dysphagia had undergone a therapeurtic enteryx procedure om 2004. A total of 8 cc's of enteryx material was injected intramusculary in 3 injections. In additional, .0.7 cc's of enteryx was injected submucossally in one injections. Subsequent to the procedure, the pt reported experiencing moderate chest pain, dysphagia/odynophagia ( moderate dysphagia post procedure, which was reported to be severe in 12/2004). A diagnostic cxr was performed in january 2005, which showed no pnenumothorax or pnemediastinum, and left lower lobe atelectasis (thought to be due to splinting effect). There was no evidence of perforation. An upper gi endoscopy performed in january 2005 revealed distal esophageal narrowing thought to be secondary to the enteryx procedure. A 6-8 mm linear area of mucosal ulceration in the distal esophagus with some enteryx polymer sloughing off was observed. Balloon dilation to 15mm was performed. An upper eus done in january 2005 revealed hypoechoic lesion in the mediastinum, at the level of ge junction and extending beyond the esophagus. An attempt to aspirate in the hypoechoic area did not bring back any material or fluid. The lesion was thought to consist of enteryx material and possibly inflammation. Pt was given augmentin. The pt also reported a 25 pound weight loss after the procedure. The follow-up visit in 03/2005 indicated excellent gerd symptom control, and mild dysphagia to soft bread.